Event description:
It was reported that interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) noted a battery depletion message. It was noted that the patient recently underwent an magnetic resonance imaging (MRI). Upon completion of the device interrogation, it was reported that the programmer didn't save the session. Technical services (ts) discussed the need to select end session prior to turning off the programmer and discussed re-interrogating the device and submitting a copy of device data for analysis. The field representative indicated that the device would be re-interrogated to obtain a copy of device data for analysis. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.